Manufacturer narrative:
(B)(4). Baxter's attempts to obtain the sample were unsuccessful and therefore an evaluation and batch review could not be performed. A follow up report will be filed if any additional information becomes available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is available and has been requested. Product surveillance received a call from the home patient and she said she was able to resume therapy after starting over with new supplies. She did not notice anything wrong with the supplies that day. She did have the cassette still from that day but not the bag that was connected to the heater line. Since then she has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention. The actual sample is available and has been requested. Should the actual sample be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). An actual sample was received for the reported condition of a leak. However, the condition could not be confirmed during sample evaluation. A leak test was performed on the sample without any issues.

Event description:
The customer contacted baxter's technical service center regarding a leak , which occurred on the homechoice (hc) during use, during day fill 1 of 1. The home patient (hp) stated she noticed the heater line leaked where the connector and bag connect. The hp asked if she could just change the tubing or does she have to start over with new supplies. The baxter technical service representative (tsr) explained the hp would have to start over with new supplies. The hp asked if she could get back to the day fill. The tsr stated no, the hp would have to do the initial drain and wait for the hc to alarm ldv and bypass the initial drain. The tsr had the hp close the clamps and disconnect and cycle the power. The hc alarmed power restored/day fill 1/1. The tsr reviewed the fill volume (fv) equaled 0ml and the tsr assisted them with ending the therapy and getting the set out. The tsr explained the hp could start over with new supplies and recommended the hp contact the registered nurse (rn). The tsr assisted with troubleshooting and ended the therapy. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. This writer made repeated unsuccessful attempts with the home patient (hp) at acquiring additional information. If any additional information should become available, this report will be updated accordingly. There was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Additional information: the problem was not confirmed. The root cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.